Manufacturer narrative:
Oxiris has been temporarily approved for use in the us under emergency use authorization eua200164 with a specific indication to treat patients with covid-19 infection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that an external fluid leak was observed in the "venous part" of an oxiris set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.